Event description:
A medtronic representative reported that, when brought in to a spine procedure, the navigation system software became unresponsive. In trouble-shooting, it was noted that the system had been on and the spine application had been launched 1-2 hours prior to bringing this system in to replace the first navigation system used in this procedure. When attempting to take an empty image, the system was unresponsive. Navigated screws had already been placed before this occurred. The surgeon completed the procedure with the use of a c-arm. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
System logs were collected and analyzed by engineering. No issues could be determined from the log data. A medtronic field representative went to the site and tested the system, but could not replicate the reported event.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Dates of logs did not correspond to date of issue. Logs provided no information in determining the cause of the issue. The software investigation found that a probably cause was unable to be determined without further information since the behavior could not be replicated.